Event description:
Procedure: lap gastric bypass. According to the reporter: the device was not toggling correctly and would not release the needle. No patient contact.

Manufacturer narrative:
(B)(4).